Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact on the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the reset process. After the pump reset, the cgm error did not reappear, and the caller successfully started their sensor session.